Manufacturer narrative:
Sscor reached out to initial reporter to obtain additional information. Initial reporter stated that they were on a call and device ceased running within two minutes. They had to use a secondary suction device for 1 or 2 minutes until patient was on transport. Patient had no pulse on arrival and could not be resuscitated. Initial reporter stated that the device did not contribute to patient outcome. After the call device was placed on charge bracket for 1 hr and then it was taken off and the device died with in 2 minutes. Once they arrived to the station device was plugged into the wall charger for 6-7 hours and then again it died with in 2 minutes and that is when the initial reporter realized the battery had lost capacity.

Event description:
Medic unit started to suction airway and battery died within two minutes of suctioning. They had to move patient to the medic unit to use on board suction to complete evacuation of emesis and fluid in airway.